Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. A device history record review has been requested. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on an unknown postoperative date, a trochanteric femoral nailing system advanced (tfna) nail was discovered to be broken through the proximal blade/screw hole. The patient was originally implanted on (B)(6) 2016. The patient is to undergo a total hip joint replacement for nail removal on (B)(6) 2019. Concomitant devices: tfna helical blade (part: unknown, lot: unknown, quantity: 1), trauma screws (part: unknown, lot: unknown, quantity: unknown). This report is for a 12mm/130 degree titanium (ti) cannulated tfna nail. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was further reported that the patient underwent hardware removal surgery on (B)(6), 2019. The surgeon said that there were no concerns about the performance of the implant. The fracture had healed. The breakage of the implant was suspected to have occurred post fracture uniting and as a result of normal stresses going through the body with metal being stiffer than bone and repeated load causing the metal breakage.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A device history record (DHR) review was conducted: manufacturing location: monument, manufacturing date: 09-jan-2016, expiration date: 31-dec-2025, part number: 04.037.258s, 12mm/130 deg ti cann tfna 380mm/right- sterile, lot number: 9969811 (sterile), lot quantity: (B)(4). Work order traveler met all inspection acceptance criteria. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component parts reviewed: 04.037.912.4, wave spring, shim ended, bp55; lot number: 9850945; lot quantity: (B)(4): work order traveler met all inspection acceptance criteria. Material certificate and certificate of conformance and quality history card were reviewed and determined to be conforming. 04.037.942.2, lock prong, 130 degree tfna, bp55; lot number: 9726329; lot quantity: (B)(4): work order traveler met all inspection acceptance criteria. 04.037.912.3, tfna lock drive, bp58; lot number: 9956849; lot quantity: (B)(4): work order traveler met all inspection acceptance criteria. Inspection sheet, ns062925 rev d met all inspection acceptance criteria. 21127, timoagri16.00, bp80; lot number: 9833144; lot quantity: (B)(4).: certificate of analysis was reviewed and determined to be conforming. Lot summary report dated 11-jun-2015 met all inspection acceptance criteria. Raw material receiving / putaway checklist met all inspection acceptance criteria. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.